Event description:
It was reported that the iab was inserted in the femoral artery using an introducer sheath, and that during insertion of the iab, the catheter central lumen fractured. As a result of this, the iab was removed and replaced. There were no pt complications.